Event description:
Connection issues associated with the atrial channel during the implantation procedure; therefore, the subject device was not implanted. Another pacemaker was subsequently implanted. The physician indicated that it was not possible to insert the atrial lead completely into the is-1 channel because the pre-inserted screw was blocking the pathway. The physician tried to unscrew the atrial set-screw without success. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B) (4). Analysis is pending.